Event description:
It was reported that the programmer update was defective. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was also determined at analysis that the programmer started up with a peripheral error, the touchscreen cursor did not align with the stylus in the upper right-hand corner. The computer platform was replaced, a back battery door was added. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.